Manufacturer narrative:
(B)(6). (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a clearlink system extension set disconnected while infusing medication which resulted in a leak. This event occurred during patient infusion with intravenous (IV) fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h3, h4 and h6. D4: lot #: r20a10052 previously submitted as asku. D4: unique identifier (UDI) # (01)00085412046334 previously submitted as ni. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted